Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device, and the customer reported malfunction was verified. Visual inspection observed the casing a little discolored, and inside the unit it was found to be contaminated with an unknown brown sticky substance. The fse replace the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the latest revision. The top and bottom enclosures along with associated parts were also replaced. The fse reseated the flex cable, and all segments began to show on the display. The unit passed all tests, and it was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, the veterinarian technician observed that the pulse oximeter lower left segments were missing. It is unknown if an alternative device was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported failure of unit display was missing segments was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.